Event description:
Per fax, 4-way valve is stuck. Per independent repair center statement unit is alarming or red light. The key failure was the rexroth valve for the valve was stuck. Additional malfunctions were the poppet kit for the poppet valve was not shifting, and the power switch was short circuited.